Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the analyzer and found that the cuvettes were overflowing. The fsr replaced the bellows which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant results for patient samples tested on the architect c8000 processing module. Ldh: initial result of approximately 300 u/l (exact value not provided) retested in the normal range of 125 to 220 u/l (exact value not provided) no adverse impact to patient management was reported.